Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for replace battery now alarm. Customer¿s blood glucose was unknown. Customer reported that she has a pump that the battery cap on it keeps coming apart and needs a replacement. Customer reported that they did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the battery was not previously used. Customer reported that there were not unattended alarms. The insulin pump will be returned for analysis.